Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history and daily history screen. No bolus delivery anomaly noted. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose level was high. The customer was not receiving insulin. Customer's blood glucose level went up to 523 mg/dl. The customer gave herself 20 units and it came down to 400 mg/dl. The customer would get nauseous and start throwing up. The customer treated her blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.